Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. It was confirmed inside the sheath during the first insertion of farawave. The issue did not improve even after aspiration was repeatedly performed, so this product was replaced, the issue has improved, and the procedure was resumed and completed without patient complications. The device was discarded.